Manufacturer narrative:
Investigation findings: items returned for evaluation: delivery system (pusher); introducer; dispenser hoop; 3x wdc2 controller; 1x v-grip controller. Items not returned for evaluation: web implant; microcatheter. The visual analysis of the returned items found the implant to be separated from the delivery system. The web implant was not returned for evaluation. Tested the returned device with an in-house controller and the returned controllers and gave green lights. The delivery system resistance was measured to be 66.1 (spec= 66-78), which is within specification. The heater coil section was dissected to investigate any obstruction that could possibly prevent the implant from detaching, and the heater coil was found to be stretched, which is an indication that the tether could have been caught in between the coil windings and caused the heater coil to stretch when the delivery system was pulled/retracted during the procedure. The heater coil did show signs of thermal activation using a detachment controller as indicated by the melted pet. All returned web detachment controllers were assessed and were found to be functioning normally (see controller evaluations below). The returned v-grip controller was not related to the web device and therefore, was not evaluated. Controller 1 investigation (see controller 1 - voltage and duration measurement): the wdc-2 board voltage and firing duration was measured using an oscilloscope. When the wdc-2 was inserted into the test fixture, a green light appeared with normal audio output. Voltage: 11.3 v (specification: 11.2 - 11.8v per cf11434). Duration: 734.2ms (specification: 660 - 820ms per cf11434). The wdc-2 board voltage and duration was found to be within specification. Controller 2 investigation (see controller 2 - voltage and duration measurement): the wdc-2 board voltage and firing duration was measured using an oscilloscope. When the wdc-2 was inserted into the test fixture, a green light appeared with normal audio output. Voltage: 11.3 v (specification: 11.2 - 11.8v per cf11434). Duration: 737.5ms (specification: 660 - 820ms per cf11434). The wdc-2 board voltage and duration was found to be within specification. Controller 3 investigation (see controller 3 - voltage and duration measurement): the wdc-2 board voltage and firing duration was measured using an oscilloscope. When the wdc-2 was inserted into the test fixture, a green light appeared with normal audio output. Voltage: 11.2 v (specification: 11.2 - 11.8v per cf11434). Duration: 735.8ms (specification: 660 - 820ms per cf11434). The wdc-2 board voltage and duration was found to be within specification. Investigation conclusion: the investigation of the returned web system found the implant separated from the delivery system, and the heater coil windings stretched. The implant was not returned for evaluation as it was implanted as described in the reported event. However, the heater coil pet was found melted, indicating that the device was activated using a detachment controller during the procedure; therefore, the damage to the heater coil windings likely occurred post-activation. The stretched heater coil windings are an indication that the tether could have been caught in between the coil windings and caused the heater coil to stretch when the delivery system was pulled/retracted during the procedure. The returned detachment controllers were found to function as intended and would not have caused or contributed to the reported event.

Event description:
It was reported that during the treatment of a ruptured acom-aneurysm the physician had trouble with the web sl detachment. A combination of wdc-2 and different mechanical manipulations led finally to a successful detachment. No patient harm or injury reported.

Event description:
It was reported that during the treatment of a ruptured acom-aneurysm the physician had trouble with the web sl detachment. A combination of wdc-2 and different mechanical manipulations led finally to a successful detachment. No patient harm or injury reported.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.